Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 303262 and lot number 221108. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Considering the information provided by costumer ¿rubber particles are released => at what angle pierced still needs to be checked¿ project pcc-2021-00159, a new sku: #303262 has been created, this sku has a cannula regular bevel in contrast with sku: 304622 that has a cannula short bevel. This means the way the needle needs to puncture the vial changes: bd needles are single use needles. Bd does not have evidences to justify the use of the needle 100 times.

Event description:
It was reported that 3 bd microlance ¿ 3 needles experienced coring during use. The following information was provided by the initial reporter: 3 preparations: rubber particles are released.

Event description:
It was reported that 3 bd microlance ¿ 3 needles experienced coring during use. The following information was provided by the initial reporter: 3 preparations: rubber particles are released.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.